Manufacturer narrative:
(B)(4). The customer decided not to repair the ventilator.

Event description:
It was reported that a ventilators lower display was exhibiting lines. There was no patient involvement.